Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision with 350cc mentor smooth round moderate plus profile saline breast implants has experienced bilateral capsular contracture postoperatively, baker grade IV on the left and baker grade unknown on the right. The patient had undergone surgical intervention in (B)(6) 2019 to release scar contracture, bilateral nipple scar revision, and additional saline filling to both implants. The patient reported that both sides are now encapsulated, and that she experienced left-sided hardness after undergoing a mammogram. Left-sided capsular contracture was confirmed by the surgeon. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.